Event description:
Boston scientific received information that the patient implanted with this device had ventricular fibrillation (vf) and received eight therapeutic shocks. The patient was in normal sinus rhythm for a short time, and then the rhythm became vf again. It was reported the rhythm had been accelerated. No further shocks were delivered as therapy had been exhausted, and the patient died. The physician believed the device should have started a new episode once the normal sinus rhythm had been detected.

Manufacturer narrative:
A review of electrograms (egms) was performed by boston scientific technical services (ts). The review noted a premature ventricular contraction (pvc) during a blanking period. Ts stated a pacing pulse was likely delivered on the t-wave of the pvc, inducing the arrythmia. The device delivered six shocks in the ventricular tachycardia (vt) zone. The rhythm was then detected in the vf zone and two more shocks were delivered, exhausting therapy. Ts stated that 30 seconds with no fast rhythm is required in order to begin a new episode and allow more therapy after therapy exhaustion. The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory noted that episodes recorded prior to the patient¿s death were overwritten as the device was returned over two years following the patient¿s death and device explant. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis found that this device met all specifications during testing.

Event description:
At a later date, the device was returned for laboratory analysis. There were no additional allegations against the device functionality.